Event description:
Device 2 of 4. Reference MFR report: 1627487-2013-21323, 1627487-2013-21325, 1627487-2013-21326. It was reported the scs lead exhibited multiple invalid impedances. The sjm representative was unable to improve stimulation coverage due to the invalid impedances. Follow-up identified the patient experienced some soreness at the implant site. Additionally, the patient felt a 'popping' sensation when she contorted her body and immediately lost stimulation at that point. X-rays revealed the lead was pulled out of the extensions and it appeared the lead had migrated. Subsequently, the patient underwent surgical intervention to reposition the lead and replace the extensions. Stimulation was restored post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.